Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic sleeve gastrectomy. According to the reporter: on the second firing of the ultra xl handle with 030458 on the stomach, the surgeon noticed that the first squeezing of the handle felt "different" and more stiff. The surgeon is very familiar with this procedure and these stapling devices and mentioned that normally if the tissue is too thick, the handle will make a cracking sound. There was no cracking of the handle, so the surgeon continued to fire the handle. Surgeon pulled back on the black knob to open stapler. Upon opening, the stapler surgeon noticed there were no staples fired and the stomach was cut and now open. Several vessels were also cut without any staples forming, so pt lost approximately 200cc of blood. Surgeon was able to close the stomach with another endo gia ultra xl handle and 030458. The operating time was extended by 30 minutes. Surgeon mentioned tissue loss was minimal and did not impact the pt's outcome. No reinforcement material used. Nothing fell in the surgical cavity. Pt is doing fine.